Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the atrial lead was noted to be dislodged. The lead was successfully repositioned on (B)(6) 2018. The patient was stable and will be followed normally.